Event description:
Healthcare professional reported a "suspected port leak" on a lap-band system which was first noticed when the port was "missing 3cc" and then "missing another 3cc about six months later. The port was removed and replaced with a newer model (rapid port ez).

Manufacturer narrative:
(B)(4). The product associated with this report was returned; however, the device analysis results are pending at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."